Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2017. 3389s-40 dbs lead (x2), implanted: (B)(6) 2018. 37601 dbs ipg, implanted: (B)(6) 2018. 3708640 neuro extension (x2), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and left ventricular (lv) leads were replaced in a non-prophylactic manner. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Both leads were confirmed to be exhibiting high pacing impedance.